Event description:
The upper jaw of the device broke during an arthroscopic knee surgery. The fragment from the break was retrieved from the patient's knee during primary procedure. The root cause for the break could not be determined as the device was discarded by the facility and no further investigation could be performed.